Manufacturer narrative:
The magnetic block was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the magnetic block without success. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) was performed, which confirmed that there were no non-conformances issued to this lot during the manufacturing process that could potentially be related to the reported event. The review indicated the device met all required specifications when released for distribution. A review of the DHR for the aquabeam handpiece articulating arm was unable to be conducted because the lot number is unknown. The ab2000 user manual, um0101-00 rev. F states the following: ensure the motorpack magnetic latch is pointing towards the black indicator. Clear any excess drape and seams off the magnet plate on the motorpack. Patient/user injury could occur with unanticipated movement of the motorpack. The root cause of the reported event was unable to be established as the device was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia. Procept biorobotics, inc. (Procept) became aware that during procedural setup, the magnetic latch block dial on the aquabeam handpiece articulating arm was stuck and the aquabeam handpiece could not be locked into place. A tool was used to make the magnetic latch block dial move and to successfully lock the aquabeam handpiece in place. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Section h.6 component code = 4756 - the aquabeam handpiece articulating arm, a re-usable component of the aquabeam robotic system, connects to standard surgical bedrails and rigidly fixes the motorpack/aquabeam handpiece assembly in position relative to the patient. Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.